Event description:
Device malfunction: none. Symptoms/ae: suspected retinal embolus. Time of symptoms/ae: five days post procedure. It was reported that in 2009, the pt underwent successful xact stent implantation in the left internal carotid artery and left common carotid artery. Two days later, pt had planned coronary artery bypass graft surgery. Three days later, the pt complained of partial vision loss to the left eye, diagnosed as secondary to a suspected left retinal embolism. CT of the head was negative. No treatment was performed. The partial vision loss is continuing, but improving. Though requested, no add'l info was provided.

Manufacturer narrative:
There was no device malfunction reported. Neurological deficits and embolism are known potential adverse events associated with the use of carotid stents as stated in xact instructions for use. Review of the device history record did not reveal any related non-conforming material records which could have contributed to this incident.